Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye. The lens was explanted due to low vault. The lens was exchanged for a longer lens. Lens was thrown away.